Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) batteries and generator mainframe batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.